Event description:
Boston scientific received information that latitude had detected a red alert for this lead due to low shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed troubleshooting techniques to perform. This lead remains implanted and the patient will be followed in the near future. No other adverse events have been reported. This product issue will be updated if additional information is received.